Manufacturer narrative:
The device has been returned and evaluated by product analysis on 22-oct-2019 with the following findings: the complaint regarding a battery life issue was reported on (B)(6)2018. According to the pump history, the pump was in use until (B)(6) 2019. All data has been overwritten for the time of the complaint. A review of the pump's current black box and alarm history showed no evidence of short battery life issues. During investigation, the pump's electrical current draws were tested and were found to be within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.